Manufacturer narrative:
Date sent: 07/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid and colectomy procedure, the max and min buttons worked intermittently. The same device was used to complete the procedure. There was no adverse consequence to the pt.